Event description:
It was reported that an ilet displayed error code 75 and would not connect to a dexcom sensor, consistent with a device alarm and a potential internal communication or power fault in the vibration/i2c circuitry. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included remote troubleshooting and education by support personnel. Investigation of this case revealed a persistent alarm condition consistent with a device malfunction involving the internal i2c power pathway. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.